Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. The physician did not let off the foot pedal nor did the physician lower the power. The patient had a biopsy prior to the ablation procedure but it was not flushed with a solution. There were no patient complications reported in relation to this event.